Manufacturer narrative:
The reported event of interrogation anomaly was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure during device check, it was difficult to interrogate the pacemaker, it stopped half way. Another pacemaker was used to complete the procedure..